Manufacturer narrative:
This patient was scheduled to receive bilateral revision tmj implants on (B)(6) 2020. The surgeon removed the existing devices (see MDR 2031049-2020-00011), and attempted to place the new implants, but was unable replicate his operative plan. Therefore, the surgeon placed spacers in the joint space and staged the patient. A new CT scan was taken of the patient, and new joints will be designed and produced without the presence of hardware.

Event description:
The surgeon was not able to place these tmj implants during the revision surgery.